Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt received a trident acetabular hip system." It was further alleged that the pt is experiencing, 'loosening' from the system."

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to th ongoing litigation. Additional follow-up info may be obtained by the legal affairs as it becomes available. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding ¿alleged that the patient is experiencing, "loosening" from the system."¿ involving a trident shell was reported. The event was confirmed by medical review method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿in patients with avascular necrosis areas of ischemia are also present in the acetabular bone increasing the risk of failure of biologic fixation. This fact, along with the absence of augmented fixation with screws, may have contributed to the failure of fixation requiring revision less than ten months post-operative. Examination of the explanted components would rule out factors of faulty prosthetic manufacturing, design, or materials as possibly related to this clinical situation.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event for ¿alleged that the patient is experiencing, "loosening" from the system"¿ was confirmed but the exact root cause could not be determined. The clinician noted within the medical review, patient with avascular necrosis areas of ischemia are also present in the acetabular bone increasing the risk of failure of biological fixation there was also no screws implanted to help aid in securing the acetabular shell. With the patient factors and lack of fixation screws this may have contributed to the revision surgery for acetabular loosening. There were no devices returned for evaluation. It was noted by the clinician, ¿examination of the explanted components would rule out factors of faulty prosthetic manufacturing, design, or materials as possibly related to this clinical situation.¿ the root cause analysis conducted as part of CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Stryker orthopaedics created separate and distinct surgical techniques, one for the trident psl shell and one for the trident hemispherical shell in order to clarify the different reaming techniques recommended to achieve initial fixation.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly, "the patient received a trident acetabular hip system." It was further alleged that the patient is experiencing, "loosening" from the system." Updated per medical review: ¿on (B)(6) 2007 a revision of the left total hip arthroplasty for a diagnosis of failed left total hip arthroplasty with loose acetabulum was performed. "Acetabulum grossly mobile", and it was reamed to 57 millimeters for a 58 shell with three screws, a 40- millimeter insert and a 40/plus-8 head. The stem was retained, and uncomplicated surgery was described.¿